Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the proximal right coronary artery with one 3.5 x 12 mm promus stent. On (B)(6) 2011, the patient experienced chest pain. The study drug was stopped and the patient was started on thienopyridine. The patient was taken to the catheterization lab for evaluation on (B)(6) 2011 and underwent percutaneous coronary revascularization with a bare metal stent for target vessel restenosis. The patient's condition resolved. There was no adverse patient sequela. There was no additional information provided.